Event description:
During an implantation of a pacing lead of a pacemaker, a 21g puncture needle provided in the set was used and a 0.018-inch wire guide, also in the set was inserted through the puncture hole. The wire guide broke during the operation, with approximately 10cm from the tip remaining in the patient's body. Using an ensnare (sheenman) the wire guide fragment was retrieved. Another piece of this product was used and the procedure was completed without problems.

Manufacturer narrative:
Evaluation: this device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. The customer has returned a total of four stf-18-40-aust mandril guides in a used condition. One of the returned devices exhibited damage at the distal end, with the entire stainless steel coil missing from the distal end. The remaining mandril wires were examined and discovered that each device exhibited some damage; however, no material separation was present. At this time there is no evidence to suggest the device was not manufactured to specification. Per the attached caution label we illustrate; " withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Nevertheless, the appropriate personnel have been notified. We will continue to monitor for similar complaints.